Event description:
It was reported that air bubbles were observed in the cartridge during the load sequence. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer administered a manual injection to address bg. Customer primed the tubing to address the issue.